Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gastrojejunum loop to treat a malignant gastric outlet obstruction during an endoscopic ultrasound- guided gastrojejunostomy (eus guided gj) procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent was deployed; however, it did not open. After a 20-minute wait, there was still no change in the flange's status. Consequently, the partially deployed stent was removed from the patient, and a surgical gastrojejunostomy was performed to complete the procedure. There were no patient complications as a result of this event. Note: it was reported that the device was intended to be placed to treat a malignant gastric outlet obstruction during an endoscopic ultrasound- guided gastrojejunostomy (eus guided gj) procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed transgastric to the jejunum. It was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f19 captures the reportable event of surgical intervention performed.